Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. During troubleshooting, it was discovered that, prior to the alarm, the patient had plugged out the machine during therapy and went to the bathroom. The technical service representative (tsr) had the patient cycle the power on the hc machine and assisted the patient in ending therapy. The tsr explained the possible causes of the alarm to the patient. The patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An improper disconnection of the patient from the setup during therapy was indicated and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.